Manufacturer narrative:
As of this report, the device has not been returned. Should this device get returned or should additional information become available, this report would be updated as necessary.

Event description:
Boston scientific received information that this device was explanted in 2008 due to reaching elective replacement indicator (eri) and did not receive a replacement device. There were no allegations against the device or its performance prior to or at the time of explant. Today, the patient contacted our company stating is concerned his device only lasted three years and should have lasted longer. The patient states he has his device in his desk drawer and discussed returning his device with patient services.